Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Reportedly, the cartridge was cracked. It was noted that the customer's mother would bring a new cartridge to the customer to load. The customer's blood glucose level was not impacted.